Event description:
Caller reported that battery charge on pump decreased in 10% intervals within a short time, but there was no unexpected shutdown. There was no adverse impact to the customer's blood glucose level. Customer was advised to monitor the pump and reach out again if needed, while technical support planned to review pump logs.